Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on one of the leads. Additionally, the patient experienced pain at the ipg site. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue.